Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver contacted support stating that the insulin cartridge was leaking inside the cartridge chamber. The caregiver reported that insulin was present in the chamber beneath the red rubber stopper. A photo was added to the case for reference, using water in a cartridge to demonstrate what the broken cartridge with insulin had looked like, as the original cartridge had already been discarded. The caregiver was unsure whether the reported lot numbers were accurate because supplies had been mixed together. The caregiver indicated interest in trying a different infusion set type. The patient subsequently changed her supplies, and the caregiver cleaned the cartridge chamber using a cotton swab. The caregiver reported that the patient¿s blood glucose levels had remained elevated throughout the night due to the leakage. The patient was using a continuous glucose monitoring system. Backup therapy was administered in the form of an insulin injection. No ketone testing was performed, and no professional medical intervention or additional assistance was reported. The caregiver stated that the patient did not experience any immediate adverse health effects during the event. Follow-up indicated that the patient¿s blood glucose levels later returned to within range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.